Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned driveline confirmed damage to the outer silicone jacket. (B)(6) was returned with the driveline severed approximately 1.5¿ from the pump housing. A distal portion of driveline measuring approximately 28.5¿ from the controller connector was returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) were returned attached to the inlet port. The sealed outflow graft was returned attached to the outlet elbow. The outflow graft bend relief was returned unattached. The outlet elbow was returned attached to the outlet port. Upon disassembly of (B)(6) , visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The driveline was severed approximately 1.5¿ from the pump housing and a distal portion measuring approximately 28.5¿ from the controller connector was returned. Visual inspection of the distal portion of driveline revealed tape on the driveline approximately 5.5¿-15.5¿ from the metal connector. The tape was removed and revealed damage to the outer silicone jacket approximately 6¿, 7¿, 11¿, 14¿-17.75¿ and 25¿ from the metal connector. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06mar2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii patient handbook rev. C are currently available. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was superficial damage to the outer silicone jacket on the returned driveline.